Manufacturer narrative:
PMA/510(k)#: p100022/s001. The ptx stent of unknown lot number was implanted in the patient and is therefore unavailable for evaluation. With the information provided a document based investigation was carried out. Images were provided to support the complaint investigation and were reviewed through cook research inc and the following comments were provided by the independent reviewer: ¿findings: a single image photographed off an angiography monitor is provided along with the complaint report; it demonstrates at least a distal sfa zilver type ill fracture. The presence of an inflated angioplasty balloon obscures the stent enough that other fractures would be hidden; the calibration tape is unknown. Its shape suggests it was most likely on the table but the diameter measurements of the balloon exceed 7mm. It is unlikely an 8mm would be used in a distal sfa. Consequently it likely was on top of the patient's leg. The resulting ruler minification would produce a measurement 5-10% greater than the actual length; the fractured stent fragments were 69mm and 7mm long and distracted 10mm. The stent had fractured at it distal end where it overlapped with a more distal stent that extended into the popliteal artery and then off the image; the proximal stent was overlapped with a third stent that extended superiorly at least through the mid sfa; the sfa was heavily calcified particularly at the adductor canal; separation between the angioplasty balloon and the stent is consistent with compressed neointimal hyperplasia. Impression: a type iii left sfa zilver stent fracture at the adductor canal is confirmed. A type v fracture as reported cannot be excluded. If present, it was obscured by the inflated angioplasty balloon; neointimal hyperplasia was present in the stent however neointimal hyperplasia at the imaged fracture site cannot be confirmed; the stent was likely a 5 or 6x60mm zilver stent; the stent was likely stretched; significant findings relative to the patient's anatomy were not observed; significant findings relative to the disease state were not observed; significant findings relative to the use of the device were not observed; significant findings relative to the design or performance of the device were observed. At a minimum a type ill fracture and neointimal hyperplasia were present. The long stented vessel length increased the risk of stent fracture; cause of adverse events was not observed.¿ the customer complaint can be confirmed as a stent fracture was observed on the imaging. According to the imaging review, a type iii (multiple strut fractures, complete transverse linear fracture) left sfa zilver stent fracture at the adductor canal was confirmed. The sfa was noted to be heavily calcified particularly at the adductor canal. The stent fractured at its distal end where it overlapped with a more distal stent that extended into the popliteal artery. The stent was likely a 5x60 or 6x60 zilver stent. A type v fracture (complete transverse linear type iii fracture with stent displacement), as reported, cannot be excluded. However if present it was obscured by the inflated angioplasty balloon. Neointimal hyperplasia was also present in the stent. Report # 3001845648-2016-00340 was submitted relating to this restenosis event. From further information provided, it is known that the patient had the pre-existing condition of peripheral artery disease. In addition, the fractured stent was noted to have caused the restenosis event and a target lesion revascularization; a new stent was deployed to bridge the gap between the two fractured pieces. It is unlikely that the stent fracture occurred due to device malfunction however as the cause of the adverse events were not observed, a definitive root cause cannot be determined. It can be noted that stent strut fracture is a known adverse event associated with the placement of zilver ptx stents. As the rpn and lot number of the complaint device is unknown, a review of the relevant documentation cannot be conducted. However, prior to distribution all zilver ptx devices are subject to visual inspection and functional checks to ensure device integrity. According to information provided, a balloon angioplasty was performed. Patient outcome is unknown. However, no other adverse events have been reported regarding this complaint. Quality engineering will continue to monitor complaints of this nature for potential emerging trends.

Event description:
This follow up report is being submitted due to the receipt of additional information as follows: are the pre-existing conditions of the patient involved known in this case: p.a.d.; what type of procedure was being performed: angioplasty/stent distal sfa/popliteal artery; did a section of the device remain inside the patient¿s body: it's a permanent stent, and yes both pieces remain; if yes, please describe the object and how it was retrieved (if applicable): a new stent was deployed to bridge the gap between the two fractured pieces; did the patient require any additional procedures due to this occurrence: yes, mentioned above, a new stent was placed; if yes, did the product cause or contribute to the need for additional procedures: yes, fracture caused restenosis; according to the initial reporter, did the patient experience any adverse effects due to this occurrence: yes, recurrent symptoms and required another procedure; has the initial reporter stated that the product caused or contributed to the adverse effects, please specify adverse effect(s) and provide details: yes, the stent fracture caused a target lesion revascularization. This additional information has resulted in an update to the investigation and conclusions.

Manufacturer narrative:
PMA/510(k)#: p100022/s001. The ptx stent of unknown lot number was implanted in the patient and is therefore unavailable for evaluation. With the information provided a document based investigation was carried out. Images were provided to support the complaint investigation and were reviewed through cook research and the following comments were provided by the independent reviewer: ¿findings: a single image photographed off an angiography monitor is provided along with the complaint report; it demonstrates at least a distal sfa zilver type ill fracture. The presence of an inflated angioplasty balloon obscures the stent enough that other fractures would be hidden; the calibration tape is unknown. Its shape suggests it was most likely on the table but the diameter measurements of the balloon exceed 7mm. It is unlikely an 8mm would be used in a distal sfa. Consequently it likely was on top of the patient's leg. The resulting ruler minification would produce a measurement 5-10% greater than the actual length; the fractured stent fragments were 69mm and 7mm long and distracted 10mm. The stent had fractured at it distal end where it overlapped with a more distal stent that extended into the popliteal artery and then off the image; the proximal stent was overlapped with a third stent that extended superiorly at least through the mid sfa; the sfa was heavily calcified particularly at the adductor canal; separation between the angioplasty balloon and the stent is consistent with compressed neointimal hyperplasia. Impression: a type iii left sfa zilver stent fracture at the adductor canal is confirmed. A type v fracture as reported cannot be excluded. If present, it was obscured by the inflated angioplasty balloon; neointimal hyperplasia was present in the stent however neointimal hyperplasia at the imaged fracture site cannot be confirmed; the stent was likely a 5 or 6x60mm zilver stent; the stent was likely stretched; significant findings relative to the patient's anatomy were not observed; significant findings relative to the disease state were not observed; significant findings relative to the use of the device were not observed; significant findings relative to the design or performance of the device were observed. At a minimum a type ill fracture and neointimal hyperplasia were present. The long stented vessel length increased the risk of stent fracture; cause of adverse events was not observed.¿ the customer complaint can be confirmed as a stent fracture was observed on the imaging. According to the imaging review, a type iii (multiple strut fractures, complete transverse linear fracture) left sfa zilver stent fracture at the adductor canal was confirmed. The sfa was noted to be heavily calcified particularly at the adductor canal. The stent fractured at its distal end where it overlapped with a more distal stent that extended into the popliteal artery. The stent was likely a 5x60 or 6x60 zilver stent. A type v fracture (complete transverse linear type iii fracture with stent displacement), as reported, cannot be excluded. However if present it was obscured by the inflated angioplasty balloon. Neointimal hyperplasia was also present in the stent. A separate complaint will be created to capture the restenosis. Once opened, the investigation will be updated with the complaint number. Further information was requested regarding the procedure and patient outcome. However no information has been received to date. It is unlikely that the stent fracture occurred due to device malfunction however as the cause of the adverse events were not observed, a definitive root cause cannot be determined. It can be noted that stent strut fracture is a known adverse event associated with the placement of zilver ptx stents. As the rpn and lot number of the complaint device is unknown, a review of the relevant documentation cannot be conducted. However, prior to distribution all zilver ptx devices are subject to visual inspection and functional checks to ensure device integrity. According to information provided, a balloon angioplasty was performed. Patient outcome is unknown. However, no other adverse events have been reported regarding this complaint. Quality engineering will continue to monitor complaints of this nature for potential emerging trends.

Event description:
Zilver ptx indwelling for two years. A type 5 transverse stent fracture was noted in the overlapping segment of multiple stents within a heavily calcified segment of vessel. A balloon angioplasty was performed.